Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during bd representative¿s site visit, one pump module observed with module latch set screw not in the proper position. This was removed from services and provided to the hospital¿s risk specialist that was rounding with bd during the visit. There was no patient involvement as these were visual inspections by bd representatives on the devices.